Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy, culdoplasty, and anterior colporrhaphy; due to menorrhagia, sui, prolapsed bladder, cystocele, pelvic relaxation. The patient experienced urinary problems, dyspareunia, abdominal/ vaginal pain, erosion, and recurrence of incontinence. The patient underwent mesh removal and repair of anterior vaginal wall on (B)(6) 2006 due to erosion, chronic pain, urinary retention, and abdominal spasms. The patient underwent release of mesh at the urethra, cystoscopy, and urethroscopy on (B)(6) 2006 due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.